Manufacturer narrative:
The customer¿s report that the tubing set was leaking from the proximal end of the in-line filter was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the set was separated at the engagement between the micron adult filter¿s inlet spigot and tubing sleeve. Closer inspection observed no solvent at the engagement. No damages or other anomalies were observed throughout the set. No functional testing was performed due to the customer¿s report being confirmed by visual inspection. The top outside diameter of the inlet port measured within specification(s). The base outside diameter of the inlet port measured within specification(s). The root cause is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that during a primary infusion of taxol 234mg/nacl 0.9% 595ml, and infusing at a rate of 198.3ml/hour, the patient reported that their clothing was wet. Upon assessment, the rn found that the tubing set was leaking from the proximal end of the in-line filter. The rn immediately stopped the infusion. The patient's skin was cleaned and new clothing provided. There was no immediate adverse effects caused to the adult patient from the event. The rn instructed the patient to throw away the soiled clothing and to report any skin irritations. Per documentation, the patient never reported skin irritation or any other physical symptoms from the chemo exposure.

Manufacturer narrative:
Concomitant medical products: 500ml braun bag, lot: j9k008, exp: (B)(6), 0.9% sodium chloride injection, phaseal spike adapter, phaseal syringe adapter . The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that during a primary infusion of taxol 234mg/nacl 0.9% 595ml infusing at a rate of 198.3ml/hour that the patient reported that clothing was wet . Upon assessment, the nurse found that the tubing set was leaking from the proximal end of the in-line filter. The nurse immediately stopped the infusion. The patient's skin was cleaned and new clothing provided. There was no immediate adverse effects caused to the adult patient from the event. The nurse instructed the patient to throw away the soiled clothing and to report any skin irritations. Per documentation, the patient never reported skin irritation or any other physical symptoms from the chemo exposure.